Event description:
On (B)(6) 2021, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge. The stoma was treated with clindamycin oral antibiotic. The patient also developed a bump at the stoma site. On (B)(6) 2021, the patient underwent a computed tomography (CT) scan which revealed a hiatal hernia.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.